Manufacturer narrative:
The catalog number is unknown; if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt of the inferior vena cava (ivc) filter and the device was unable to be retrieved. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity and can occur during a retrieval attempt. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt of the ivc filter and device unable to be retrieved.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt of the inferior vena cava (ivc) filter and device unable to be retrieved. Per the implant records, the patient was reported to have a history of profound deep vein thrombosis (dvt) of the left lower extremity. The patient was referred for aggressive management of the same and underwent a venacavogram with placement of an optease ivc filter in addition to placement of a tpa catheter in the left iliac vein. The femoral vein was accessed with passage of a wire into the suprarenal vena cava. A dilator and sheath were properly placed to facilitate retrograde venacavogram revealing the origins of the renal veins. An optease filter was loaded and deployed per protocol with infrarenal placement achieved. The catheter was left in place upon completion, for setting of planned tpa treatment. A significant clot was found in the left lower extremity. The patient tolerated the procedure uneventfully. Approximately eight years and eleven months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for evaluation of filter placement. The CT scan reported an ivc filter in placed with a 19-degree tilt with respect to the course of the inferior vena cava. The tip of the ivc filter at approximately 2cm below the lowest renal vein. No perforation of the filter beyond the walls of the ivc; no fracture bending of the filter was visualized and no significant stenosis of the ivc. A left common iliac stent was partially visualized. No acute process identified within the abdomen. According to the information received in the patient profile form (ppf), the patient reports filter tilting, device embedded in wall of the ivc and unable to be retrieved; however, there have been no documented attempts to remove the filter. The patient further asserts to have experienced chronic pain, discomfort and swelling at the site of the filter post implant, in addition to mental anguish, permanent and ongoing complications. The patient became aware of the reported events approximately eight years and eleven months after the filter implantation.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the implant records, history includes profound dvt of the left lower extremity. Venacavogram revealed the origins of the renal veins, and the optease filter was deployed in an infrarenal position. Post implant, a catheter was left in place for infusion of tpa treatment for significant clot burden in the left leg. The patient tolerated the procedure uneventfully. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt of the ivc filter and device unable to be retrieved. Approximately eight years and eleven months post implant, a CT scan reported the filter was tilted, with the tip of the ivc filter approximately 2cm below the lowest renal vein. No perforation of the filter beyond the walls of the ivc; no fracture bending of the filter was visualized and no significant stenosis of the ivc. A left common iliac stent was partially visualized. No acute process identified within the abdomen. Per in the patient profile form (ppf), the patient reports filter tilting, device embedded in wall of the ivc and unable to be retrieved; however, there have been no documented attempts to remove the filter. The patient further reports chronic pain, discomfort and swelling at the site of the filter post implant, in addition to mental anguish, permanent and ongoing complications. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety, swelling and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.